Event description:
It was reported that a pump module experienced a communication error during an infusion of acetaminophen. The event occurred at approximately 0850. There was patient involvement but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Event description:
It was reported that a pump module experienced a communication error during an infusion of acetaminophen. The event occurred at approximately 0850. There was patient involvement but no harm.

Manufacturer narrative:
Omit : concomitant med prod data, b17 - device not returned, c20 - no findings available. Additional information : device available for eval returned to manufacturer on, device return to manuf . Device eval by manufacturer if other specify, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.